Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals on the atrial channel in a signal artifact monitor (sam) episode and oversensed noisy signals on the atrial channel that resulted in atrial tachy response (atr) episodes. High out of range pacing impedance was noted, as well. The health care professional (hcp) stated that an x-ray and lead revision is planned. The lead remains in use. No adverse patient effects were reported.